Event description:
It was reported by customer that PICC cracked. Placed (B)(6) 2024 m/o required patent to return to interventional radiology for replacement of line, patient had IV's placed for two days awaiting opportunity to return to ir. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.